Event description:
The reporter stated the surgeon partially inserted an aq2015a silicone three piece lens and the haptic broke off. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision. The reporter felt the lens was damaged by the technician while being loaded into the cartridge.

Manufacturer narrative:
Incision sutured, results: a visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.